Event description:
The complainant has reported that a patient (age and gender unk) underwent a therapeutic procedure for placement of a biliary wallstent. The clinician was unable to pass the channel of the wallstent endoscopic biliary endoprosthesis over the guidewire. Another wallstent biliary endoprosthesis was utilized. Numerous attempts to obtain additional information on the procedure outcome and patient status have been unsuccessful. There is no further information available at this time.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time our directions for use outline appropriate placement access and maintenance procedures.